Manufacturer narrative:
Date sent to the FDA: 08/24/2004. The product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
International affiliate reported that the reservoir could not work properly due to air leakage. There was a slit on the heat sealed area at the right side of the exit port.